Event description:
During the leadless pacemaker (lp) system implant procedure, the lp dislodged from the tissue, while attached to the catheter. The lp was successfully implanted to resolve the event. The patient was in stable condition.